Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after the first flap cut on a patient's right eye, air bubbles in the anterior chamber were noted. This was noted while registering the excimer laser with the femtosecond laser. The eye tracker could not detect the pupil. The physician tried to massage them away but that did not seem to help. The health professional proceeded to perform surgery on the patient's left eye. Everything worked perfectly with the left eye. After the left eye was performed, the physician looked at the right eye again. The air bubbles were still present. The surgeon had the patient wait until the rest of the surgeries for that day were performed to be checked again. The surgery was then able to be completed successfully. No patient impact was reported and issue was resolved. Upon follow up, a clinical applications specialist reported that the issue was probably caused because of the anatomy of the patient.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No abnormalities of the treatment report and logfiles could be identified. Anterior chamber bubbles are a known side effect for femto lasik procedures. When it occurs, many small bubbles coalesced and created larger bubbles that migrated through the posterior stroma and endothelium without being absorbed by endothelial pump, and these bubbles appeared in the anterior chamber. Usually happens with big flap diameter on small corneal diameter. Not of concern, treatment is delayed by several minutes to several hours while waiting for the bubbles to fully dissipate. Bubbles might interfere with the et system of the excimer. The manufacturer internal reference number is: (B)(4).